Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The pump supplies were changing resolving the occlusion alarm. Additionally, the pump unexpectedly shutdown. Tandem technical support was unable to verify a shutdown issue in the pump's history and the pump was able to be turned back on. The customer experienced a blood glucose (bg) level of 270mg/dl and small traces of ketones. The customer administered a manual injection to address the bg level.